Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The provided x-rays were reviewed by the manufacturer and the screw migration could be confirmed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of depuy synthes monument device history records for manufacturing revealed no issues. Part number: 04.037.142s, lot number: 9824424, raw material number: (B)(4). Manufacture date: 08june2015. Expiration date: 30april2025. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent titanium trochanteric fixation (tfna) implant due to left hip fracture approximately three (3) weeks ago. Patient underwent revision on (B)(6) 2015 due to the loosening of the set screw in the nail that locks it for dynamic collapse. The nail is 200% displaced from the shaft of the femur and just floating in the soft tissue anterior and medial to the acetabulum. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). (B)(4). A product development investigation was performed for the subject device (tfna short nail, part number 04.037.142s, lot number 9824424). The subject device was returned with the complaint of the nail becoming displaced from the shaft of the femur. The associated screw was returned for the complaint of ¿screw loosening.¿ the nail was returned with wear on the anterior side of the proximal oblique hole. Wear was also found in the distal slot where the locking screw was located. The adonization was worn off on the medial side of the nail. Per the investigation, the tfna screw used may have been too long and the nail diameter selected could have been too small for the patient¿s medullary canal. Implanting a long nail would have also given additional stability to the construct. Implant selection is up to the surgeon with their experience and expertise. Based on the information provided, a definitive root cause could not be determined. No design issues were noted during the evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on (B)(6) 2015. It was reported that a patient fell and sustained a comminuted intertrochanteric femoral fracture and an avulsed lesser trochanter. The initial surgery procedure was an open reduction internal fixation (orif) which included the implantation of a trochanteric fixation - advanced nail (short) and trochanteric fixation - advanced screw (dynamic compression screw) on (B)(6) 2015. The patient reported severe pain post-operatively on (B)(6) 2015 and was unable to mobilize. The patient was taken to the emergency room on (B)(6) 2015 where it was discovered through x-rays that there was dissociation of the nail from the screw which was out of the femoral head and migrating medially to into the pelvis. An urgent CT scan was performed which did not reveal any obvious bladder or bowel injury with evidence of fresh bleeding indicating that the screw migration happened recently. Revision surgery was performed on (B)(6) 2015 and all previously implanted hardware was removed without difficulty. It was noted that the healing callus around the proximal femur and the femoral head and the fracture was still grossly unstable and the bone was soft. The patient was revised with a total hip replacement and bone graft.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.